Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter could not pass through the hemostatic valve after many a ttempts. The case was switched to and completed with radiofrequency. No patient complications have been reported as a result of this event.